Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During generator change, physician noticed insulation breach at proximal part of the lead near the pin. Decided to repair with silicone and put suture sleeve over and sutured in placed. All normal lead testing before and after generator change. Will monitor lead function with home monitoring. Should additional information be received, this file will be updated.